Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. It was noted that in 2008, there was an atrial lead warning and polarity switched from bipolar to unipolar mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed an output when programmed to vvi unipolar and anomalous output conditions. The no output condition was the result of lifted hybrid bond wires.